Event description:
Reportedly the pca pump was being used with a plastic prefilled syringe. Three hours after the pump had been started for pca therapy, the 60ml syringe appeared empty of meperidine. Reportedly the syringe plunger had not traveled and was in the 60ml position. The pt is reported to have had "mental deterioration". The pt was observed after this event and did not require any treatment. The patient was discharged from the hosp the following day.